Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify the reported issue. After recalibration, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report that their device would have an increased defibrillation energy output, higher than specifications. In this state, wrong defibrillation therapy may be delivered. There was no report of patient use associated with the reported event.